Manufacturer narrative:
H4: as per the manufacturer, 6 devices were manufactured with the work order and accepted into final stock in jun 2018 , no specific manufactured date was supplied. H10: investigation of the customer's complaint of device lost pressure is not confirmed. The device in question was returned directly to the manufacturer, which they received on mar 19, 2021, for evaluation. There were no indications of transport damage or misuse. The unit was in normal condition. An initial self-test passed with no errors occurred. However, functional testing based on valid test instructions indicated the device failed to meet the criteria. During reading out the errors and reload the latest software, the unit was found to "cannot reload the software" and getting struck in the midway (the unit stuck at the conmed logo and cannot boot up). After replacing the mmi board, the device was working per specification. In addition, the preventive maintenance was conducted as well as the calibration and safety test performed. Based on the results of the manufacturers investigation, it is improbable that the insufflator was the root cause of the event described. The function of the device was not impaired during normal operation. Results of the DHR (device history record) were provided by the manufacturer and found the device was manufactured on the work order with 5 other units. The devices were accepted into final stock in june 2018 with no reported discrepancies. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that higher insufflation pressures (> 15 mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information was received that indicates they did switch the unit off and restart it but it did not solve the problem. They also swapped the tubing and the only thing they did not swap was the 5x100 access port. The port that was in use was an ias5-100lp. The doctor confirmed that as they saw the next day, the patient had a subcutaneous emphysema (not oedema). It was confirmed the patient has recovered well and has since returned to work.

Manufacturer narrative:
Additional product code; gcj. At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received notice of reported issues with the as-ifs2, airseal, sn (B)(4) that occurred at (B)(6). It was reported that on (B)(6) 2021, during a hysterectomy with colpotomy the airseal unit lost pressure. The doctor noted that it was relatively straightforward case until they lost the pneumoperitoneum. The case started at 12mmhg & after inserting the ports they changed to airseal port. Set pressure was dropped to 6mmhg. The case proceeded quite well & approximately half of the colpotomy was completed when all pressure was lost. This was after approximately 60-90 minutes of use. This occurred while using the airseal but there was no pneumoperitoneum despite high flow rates. The port was seen with poor views & was appropriately sited. All the port sites were assessed for gas loss. They packed the vagina & there didn't seem to be any pressure loss from that area. The pressures remain 1-2mmhg with supposedly high flow. They changed to airseal port yet still couldn't obtain working pneumoperitoneum. The laparoscopic approach was abandoned & they completed the colpotomy vaginally. The vagina was packed & they completed the suturing of the vault & remainder of the case was done laparoscopically using standard insufflator. Additional information states the doctor did not make any further abdominal incisions & performed the colpotomy in the style of lavh, packed the vagina & proceeded with a standard insufflator to close the vault. The patient did not remain in the hospital longer than initially planned. She was discharged as expected but was readmitted for a pseudomonas urosepsis. This is independent of the problem with the airseal. More information received now clarifies the patient was readmitted to hospital some days later with a suspected uti later confirmed to be pseudomonas urosepsis. It was mentioned they discovered a subcutaneous oedema. When asked about airseal port placement and if they checked the black line on port was visible during the loss of pressure that occurred, they indicated it was. It is suspected the airseal port had moved up into the subcutaneous layer during the procedure causing the loss of pressure and the oedema. This report is being raised on the basis of patient injury for the report of subcutaneous oedema.